Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens with diopter -7.0/+0.5/090 into the patient's left eye (os) on (B)(6) 2022. Within the initial surgery the lens was removed due to excessive vault. In a separate surgery that same day the lens was replaced with a shorter length lens. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).